Event description:
It was reported that a portion of the guidewire detached and remained in the patient. The target lesion was located in the tibial artery. A 300cm, 8cm v-18 control wire was selected for a procedure. However, after the physician withdrew the guide wire from the patient's body, it was found that a portion of the guide wire was lost and retained in the soft tissue in the left ankle of the patient. According to the physician, the device was not removed because the vessel was very calcified and the patient was too old to do surgery to remove detached fragment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned guidewire had the distal tip bent/kinked with a section of the core wire exposed and part of the polymer jacket damaged, detached and missing. The distal tip of the guidewire is intact. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. Only a section of 2.55" of the polymer jacket was returned.

Event description:
It was reported that a portion of the guidewire detached and remained in the patient. The target lesion was located in the tibial artery. A 300cm, 8cm v-18 control wire was selected for a procedure. However, after the physician withdrew the guide wire from the patient's body, it was found that a portion of the guide wire was lost and retained in the soft tissue in the left ankle of the patient. According to the physician, the device was not removed because the vessel was very calcified and the patient was too old to do surgery to remove detached fragment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.